Event description:
A malfunction on the pump was reported by the caller. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. To address the elevated bg level, the customer administered a correction bolus via the pump. Technical support assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and to contact technical support if the malfunction recurred. There was no adverse impact to the customer's blood glucose level.